Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained three sets of electrodes pads before being able to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.